Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's original system was explanted six months after implant due to an open wound at the ipg site. The patient was re-implanted on (B)(6) 2013. The exact explant date of the original system is unknown.